Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to increasing pace impedance measurements. It was noted that the patient was pacer dependent. No additional adverse patient effects were reported.